Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient also experienced wound dehiscence at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics for 4 months (specific date not reported).

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.